Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found both battery cells vented, wet with electrolytic fluid. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. Root cause of the observed vented battery cells was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. A process improvement has been initiated to address this issue. Additionally, the investigation detected an unreported condition of damaged 44-pin cable that has no relationship to the reported condition. This condition has a potential for patient harm. The rear housing of the device was removed, and damage was noted to the 44-pin flex cable on the ground pins where it connects to the motor board. The root cause of the observed damage to the flex cable was determined to be a result of a manufacturing activity. Damage to the ground pins can result in a continuous reset due to an intermittent connection. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during servicing, while charging the powered handle, the charger lamp flashed red, the handle did not indicate anything on the display when it was picked up and checked its start up, and the handle did not start. When another handle was set on the charger, it could be charged without any problems, so it was found that it was only the problem of the handle. The handle for demonstration is currently in use. There was no patient involvement.